Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted due to a migration of the internal electrode array. A mastoidectomy and a tympanoplasty were also performed during the same procedure.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).